Event description:
It was reported that the patient received inappropriate atp and shock therapy due to morphology templates not matching for an svt episode. The patients morphology template will be updated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.